Event description:
Related manufacturer reference number: 3006705815-2022-16865. It was reported that the patient experienced pain at the ipg site and a loss of efficacy in therapy. As a result surgical intervention was undertaken on (B)(6) 2022, where the patient system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.